Manufacturer narrative:
A sample was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the returned pump found the keypad and labels intact. The device had physical damage (cracked housing and scratched screen). A review of the event history log (ehl) found no evidence of the reported alarm in the history. Functional testing found that upon power up, service due was displayed. Further evaluation identified that the internal real time clock lithium battery date had reached the level at which clock battery service was required. The real time clock lithium battery was replaced. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump displayed an error code. No patient injury was reported.